Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that apparent high impedance on both the right ventricular lead and right atrial lead was noted when the patient was on a flight. Electromagnetic interference was suspected as the cause of the high impedance and the impedance measurements were suspected to be false. It was also noted that cardiac compass had invalid data. The patient's implantable pulse generator system remains in use and no patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated cardiac compass data was missing/invalid. Analysis of the device memory indicated a lead warning alert. If information is provided in the future, a supplemental report will be issued.